Manufacturer narrative:
The returned device was evaluated and no issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded did not show timeouts or drivestall, indicating the device was able to deliver insulin successfully. Blood was observed on the device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The downloaded data returned an 0x18 alarm, a safety feature not considered a malfunction. It was observed during investigation that the plunger ran to 0% filled.

Manufacturer narrative:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied.